Event description:
One day after the intervention for device replacement the pt entered in the emergency room for syncope associated to lack of pacing. During interrogation the device revealed normal behaviour alternating with pacing failure, which was attributed to a ventricular impedance above 3000 ohms. Reportedly, isometric manoeuvres were applied to the pt resulting asystole. At implant revision appropriate connection of the lead to the pacemaker was confirmed, however a ventricular impedance above 3000 ohms was identified and loss of capture occurred when applying a traction force to the lead. The physician replaces the lead obtaining good pacing and sensing values but when the pacemaker was reconnected he observed pacing issues. The device was replaced and the observed issues were solved.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.